Manufacturer narrative:
The field service engineer (fse) performed multiple corrective actions, including the replacement of the sipper, vacuum nozzle, sample pipetter, and the cleaning of the dilution cup. The fse performed qc and calibration successfully, and the instrument was confirmed to be fully operational. The investigation determined that the event was due to a mechanical failure, and the service actions resolved the issue. E.1. Initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable sodium electrode results with two patient samples tested on a cobas pro ise analytical unit. The initial result was 150 mmol/l. The repeat result was 141 mmol/l. The initial result was 146 mmol/l. The repeat result was 137 mmol/l.